Event description:
A venous ablation procedure was performed in 2009. During a follow-up, the patient was diagnosed with deep vein thrombosis (dvt). The patient was admitted to a hospital and was prescribed lovenox.

Manufacturer narrative:
The physician stated that the patient is doing fine. Additional details from the procedure have been requested from the physician. If any additional information is obtained, a follow-up report will be submitted.